Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
Reporter indicated that the wand failed to establish communication with patient's devices. Troubleshooting was performed for communication problems and communication was not successful. The wand was returned to cyberonics for product analysis. Analysis of the returned wand identified that the serial data cable had an intermittent conducter, which produced the communication errors.